Event description:
The customer reported that the images appeared to go in and out of subtraction and were grainy during a procedure. They were required to switch to a different system to complete the case. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.